Event description:
It was reported that the patient presented in clinic for follow up. It was noted that a dislodgement noted on the atrial (ra) lead. The physician elected to explant and replace ra lead. The patient was in stable condition.